Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported being hospitalized from (B)(6) 2025 to (B)(6) 2025. No specific reason for the hospitalization was provided. During the same interaction, the patient also mentioned experiencing inaccurate readings. When asked to clarify the nature of the hospitalization and its potential connection to the reported inaccuracies, the patient declined to provide further information and ended the call. There is no documentation indicating that additional medical evaluation or intervention was pursued. No further details were obtained, and attempts to contact the patient for clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an unspecified sensor issue occurred. Data investigation could not confirm an issue with the wearable on (B)(6) 2025. The probable cause could not be determined. Additionally, no meter values were present within the investigation window. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/30/2025. It was reported that an unspecified sensor issue occurred. The patient reported being hospitalized from (B)(6) 2025. According to the patient, the primary reasons for the hospitalization included complications such as bowel blockage, prolapse, stoma issues, inability to digest food, bladder concerns, a significant drop in hemoglobin levels, and bowel surgery. The patient clarified that these issues were not caused by diabetes but noted that diabetes management became more difficult due to the hospitalization. During the event, the patient experienced consistently inaccurate blood glucose readings, which contributed to the challenges in regulating blood sugar levels. Although the details surrounding the allegation were difficult to interpret, it appears the patient believes that the inaccurate readings and inability to manage blood glucose may have played a role in the hospitalization. The call with the patient ended prematurely, and subsequent attempts to follow up for additional information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.